Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedance. There were increased sensing integrity counter (sic) observed on the rv lead, and noise exhibited on both rv and right atrial (ra) leads. An x-ray was planned, but no further information could be obtained after multiple follow-up attempts. The leads remain in use. No patient complications have been reported as a result of this event.